Event description:
N/a.

Manufacturer narrative:
Trackwise#:(B)(4). The device was returned to the factory for evaluation on 11/22/2023. An investigation was conducted on 11/28/2023. A visual inspection was conducted. Signs of clinical use and no evidence were observed on the device. The delivery device was returned inside the loading device. A function test was conducted. The seal was able to be loaded into the delivery device with no physical difficulties. The blue slide lock was observed to be on and the white plunger was not depressed. The tip of of the delivery device tube was observed to be bent. The seal and tension spring assembly were removed from the delivery device with no physical difficulties. There were no cracks or delamination on the seal. Measurements of the delivery device were taken; the inner diameter was measured at 0.195 inches, the outer diameter was measured at 0.22 inches. The length of the delivery tube was measured at 2.51 inches (mcv00004217). The measurement values recorded for the delivery tube were within the tolerance specifications. Based on the returned condition of the device and investigation results, the reported failure "fitting problem" was not confirmed, however the reported failure "material deformation" was confirmed. The lot # 3000336049 history record review was completed. There were no ncmrs, rework, or deviations documented for the reported lot number. Based on the DHR/lhr review results, it was determined that there is no relation between the batch manufacturing process and the reported failure.

Event description:
The hospital reported that hst iii system (3.8mm) seal had a "kink in the plastic" and was not usable. The delivery tube appeared to have a kink that prevented the loading of the seal. They opened a new kit and completed the procedure with out any issues. Only delay was the amount of time it took to open a new kit. No patient injury.

Manufacturer narrative:
Tw ID# (B)(4). The device has not yet been returned to maquet cardiac surgery for evaluation. We are following up with the customer for the return of the device. A supplemental report will be submitted if the device is received.